Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with blank display due to corroded electronic assemblies. Unable to verify button error and unresponsive buttons due to blank display. However, corrosion noted at keypad traces. Unable to perform operating currents due to blank display. Unit received with corroded motor home switch, minor scratches on lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the insulin pump keypad buttons are not responsive. Customer also indicated that a failed battery alarm was received. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done but customer was unable to clear alarms due to keypad not responding. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.